Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being placed femorally in the emergency department. During insertion, the guide wire became unraveled when the dilator was being inserted. The guide wire was removed intact. Another kit was not used and they did not have time as the patient expired. Per the emergency department nurse manager this incident did not cause or contribute to the patient's demise.